Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having trouble with the patient programmer, they don't know what the screen means. The caller was seeing the elective replacement indicator (eri). Caller also says she was seeing poor communication on the patient programmer as well. Caller was able to connect and was seeing eri at 2.57v. There is an allegation/dissatisfaction with ins longevity. Caller said "that's 4 years... Huh". The patient programmer is functioning as intended. Symptoms included trouble with parkinson's disease. Caller says patient has been hallucinating and having more trouble with parkinson's disease. The patient hasn't slept in 3 or 4 weeks. Patient states patient is having shivering and patient doesn't know what to do. Patient stated "it's powerful". No further complications were reported or anticipated.